Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified, heavily tortuous, distal left anterior descending coronary artery. A 3.0x48mm xience xpedition stent was implanted and a dissection was noted. The dissection was covered with an unspecified stent. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.